Event description:
About a year ago, patient underwent reconstruction of right chest wall. At that time a bard reliavac drain (large) was placed. Subsequent to this surgery the drain was attempted to be removed when a portion of the drain broke off within patient. It was decided to leave the retained portion in place. Patient began to experience pain and retained portion removed a few weeks ago in an outpatient procedure.